Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Sensor state 6 with event logs 3, 4 12 and 46 is an indication that the sensor had terminated due to an error. However, due to the sensor terminating off body, the error had occurred after the sensor was removed from the user and had no impact to the reported complaint. Visual inspection has been performed on the sensor plug assembly. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software and initial sensor scan was reviewed. The sensor was found to be in sensor state 6 (indicating abnormal termination). Unable to perform functional testing on the returned sensor due to event log error observed in the sensor log. The cause for the sensor error message was due to mismatch detected in the ferromagnetic random access memory (fram) section of the application specific integrated chip (asic), which correlate to memory corruption. The returned sensor was able to scan via evaluation module(evm) and patch reader software. Event log 12 and event log 46 correlate to memory corruption which prevented the sensor from functioning as intended. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced a "bad feeling" and was provided honey and cookies for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced a "bad feeling" and was provided honey and cookies for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all pro if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.